Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the error e8 (power interrupt) was found in the pump history ((B)(6) 2013. 12:14) and was triggered correctly. E8 occurs if a new battery is inserted without putting the insulin pump into stop mode first. The display works and is fully readable. Consumables: the battery cover passed the optical inspection. The adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. The additional received used plunger was visually inspected and meet specifications. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. No lot number is known therefore no retain sample could be investigated. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient and wife reported patient had a cold one week ago and his blood glucose level was higher than normal at 200 mg/dl. Patient stated on (B)(6) 2013 in the morning, his blood glucose level was 300 mg/dl and he was not able to lower the blood glucose level; no more details were given. At midday, patient reported he measure his blood glucose level with a value of 400 mg/dl and was not able to lower his blood glucose level again. Patient stated around 2-2:30 pm his blood glucose level was not measurable. Patient reported his wife had him taken by taxi to the hospital where at 3 pm his blood glucose level was 729 mg/dl by the hospital lab. Patient's normal blood glucose range was not provided. Patient stated he had a kidney insufficiency and was taken to the intensive care unit. On (B)(6) 2013, patient's diet counselor reported the infusion device was removed from the patient. Diet counselor stated the medical staff removed the battery and the cartridge and the plunger of the insulin cartridge got stuck on the piston rod. Diet counselor reported that after removing the cartridge plunger and starting the infusion device, the device triggered an error 8. Diet counselor changed the battery and inserted a new battery. Diet counselor stated the infusion device gave only a beep and the display was blank. Treatment patient received was not provided. Length of hospital stay is unknown. No further information is available. Requested return of the alleged infusion device for evaluation.